Manufacturer narrative:
Correction: g3.

Event description:
For a planned implant placement, implant was placed more buccal than planed. The implant had to be removed and the site was grafted over to prepare for future implantation . No further injury was reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.